Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the compact plus system. Please reference medwatch with patient identifier for the mobile system.

Event description:
Customer reportedly received the following results on 2 different meters within 10 minutes: 24.0 mmol/l (mobile system) and 8.0 mmol/l (compact plus system). No adverse event was reported. The alleged product will not be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.